Event description:
It was reported during a bph procedure at 0 joules and 0 minutes; fiber connection issue was noted. The procedure was completed using an alternative method; turp. Patient outcome: "no injury" to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber product was returned in the original box and sealed pouch; there is no evidence of fiber usage; no failure found. Fiber card analysis: the fiber card was not returned. Probable root cause: based on the device analysis, there is no failure found with the returned product.

Event description:
At the start of a bph procedure, it was noted there was a fiber connection issue. It was reported that there was no card noted in the fiber package.